Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented for device interrogation one day post implant and complained of chest pain. Imaging was performed and a cardiac tamponade was confirmed due to the right ventricular lead had perforated the patient. All lead measurements were stable. No surgical intervention was performed. The patient was in stable condition and would be monitored.